Event description:
The patient reported feeling waves of electricity starting in their neck and going down to their feet when wearing the device. The transmitter settings were lowered, the patient has not complained of any discomfort or additional overstimulation, and they are receiving adequate therapy. The transmitters associated with the complaint were returned to curonix hq for investigation.

Manufacturer narrative:
RMA-2024-11240 was received at hq for engineering investigation. The investigation found the rf connector was damaged caused by mishandling. The sma rf connector solder joints to the pcb were cracked, partially separating the connector from the pcb and triggering the "low power detect" and/or "antenna disconnect" alarms. Therefore, the device cannot deliver therapy. RMA-2024-11239 was received at hq for engineering investigation. The investigation of the device was unable to replicate the alleged issue, and no nonconformances were found. The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient having another (non-curonix) device implanted has been ruled out as a potential cause. However, after the transmitter settings were lowered, the patient has not complained of any discomfort or additional overstimulation. The stimulator is used to treat pain. The cause of overstimulation is programming parameters as lowering the settings resolved the report of overstimulation (user error-clinical representative). Although the investigation also found a damaged rf connector, this did not contribute to the report of overstimulation. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, CAPA is not required. Unintended stimulation/new pain issue rates will continue to be tracked and trended.